Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating that the safety valve was open. The field service engineer replaced the safety valve pull magnet, cleaned the inspiratory pipe and replaced a dirty expiratory cassette membrane. After repair, the ventilator device passed functional tests. No part was returned for further investigation and no device logs were received. A failure that causes the reported technical error code can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. As no faulty part/device logs were returned for investigation, the root cause could not be confirmed/determined.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating that the safety valve was open. The patient involvement is unknown. Manufacturer ref. #: (B)(4).